Manufacturer narrative:
(B)(4). Evaluation, conclusions: known inherent risk of a procedure (death).

Event description:
Additional information was received. The cause of death was respiratory failure. The patient was hospitalized for respiratory failure as a result of copd with bullous emphysema. The patient was later transferred to hospice and subsequently expired. The investigator assessed the death to be unrelated to the device and the procedure.

Event description:
Additional information was received as follows: the patient's death certificate stated the primary cause of death was cad. No autopsy was performed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired approximately 5 years post-implant. The cause of death is unknown. The relationship to the device and procedure is unknown.